Manufacturer narrative:
Date rec¿d by MFR : 20aug2019, date of report : 28aug2019. The manufacturer's remote service technician performed troubleshooting with the customer. The customer previously replaced the data acquisition (da) board, but it did not resolve the issue. The remote technician advised the customer to monitor the average oxygen standard liters per minute on the pneumatics screen and to replace the oxygen solenoid valve. The customer reported replacing the oxygen solenoid valve and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/20/2019.

Event description:
It was reported that the unit declared an oxygen device failed errr and the unit failed high pressure leak testing.